Event description:
I use the dexcom g6 sensors. I've begun having terrible allergic reactions to what seems like a change in their adhesive formula, and none of the measures they've recommended (skin barriers mostly) have worked. FDA safety report ID# (B)(4).